Manufacturer narrative:
(B)(4). Returned for investigation was a 5fr. 80cm berman catheter with the original packaging pouch. Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 88.2cm to 89cm from the distal tip of the catheter. The supplied control stroke syringe was not returned with the sample. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. Upon microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. No condensation was noted within the inflation lumen extension line. Some dried contrast media was noted within the injection lumen extension line. Spots of dried blood/contrast media was noted on the exterior surfaces of the returned sample. No other damage or abnormalities were noted. Photos provided by the customer were reviewed. The product in the photos matches the product returned for investigation. The photos show the ruptured catheter body near the junction hub of the catheter, which is consistent with reported event. The lot number identified in the photo matches the lot number recorded on the complaint report. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The balloon did meet specifications. The inflation lumen was injected with 0.75cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed, and air was noted leaking from the ruptured catheter body. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "contrast shot out of the side wall of the catheter" is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while taking an angiogram with the catheter hooked up to the injector, the contrast shot out the side wall of the catheter. The rupture occurred close to the hub of the catheter, outside of the patient's body. No harm was done to the patient. Injector settings rate; 12ml/s for 16ml, 500psi, 0.5 rise. Additional information received on (B)(6) 2023 states that the patient is a 4 year old male weighing 12kgs. The catheter was removed from the patient following the power injection. Once removed another catheter was obtained and inserted into the same site to finish the case with no further issues.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that while taking an angiogram with the catheter hooked up to the injector, the contrast shot out the side wall of the catheter. The rupture occurred close to the hub of the catheter, outside of the patient's body. No harm was done to the patient. Injector settings rate; 12ml/s for 16ml, 500psi, 0.5 rise. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.